Event description:
It was reported that, during a procedure using a capio slim device, the device misfired. No patient complications reported. Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to manufacturer report number 2124215-2024-79935 for the first device, and 2124215-2024-79937 for the second device.

Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfire.